Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil protruding from uterus/ uterine perforation"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, multigravida, live birth on (B)(6) 2004, live birth on (B)(6) 2005 and live birth on (B)(6) 2007. Concurrent conditions included fallopian tube obstruction and body mass index normal. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2007 for contraception. Patient experienced headache ("head pain"). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia ("severe menstrual cycles/ severe periods"). In (B)(6) 2008, the patient experienced gait inability ("she could not walk at times") and dyspareunia ("painful intercourse"). In 2012, the patient experienced complication associated with device ("complications from essure"). In 2013, the patient experienced migraine ("migraines/ severe and persistent migraines"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced dental caries ("tooth decay/ teeth problems"), hypersensitivity ("allergic reactions"), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("persistent pain like she have never experienced before/ painful periods"), uterine leiomyoma ("fibroid"), urticaria ("hives"), thyroid cyst ("thyroid cyst"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"), alopecia ("hair loss"), genital haemorrhage (seriousness criterion medically significant), visual impairment ("eye sight problems"), anxiety ("anxiety") and rash ("unexplained rashes"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. In 2015, the migraine and complication associated with device had resolved. On (B)(6) 2015, the urticaria had resolved. In (B)(6) 2015, the gait inability, menorrhagia and dyspareunia had resolved. In (B)(6) 2016, the headache had resolved. At the time of the report, the uterine perforation, dental caries, hypersensitivity, uterine haemorrhage, uterine leiomyoma, thyroid cyst, allergy to metals, mental disorder, alopecia, genital haemorrhage, visual impairment, anxiety and rash outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered allergy to metals, alopecia, anxiety, complication associated with device, dental caries, dysmenorrhoea, dyspareunia, gait inability, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, rash, thyroid cyst, urticaria, uterine haemorrhage, uterine leiomyoma, uterine perforation and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). She underwent essure confirmation dye/x-ray test on (B)(6) 2008. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event injury was deleted and event coil protruding from uterus, tooth decay, allergic reactions, migraines, abdominal pain, abnormal uterine bleeding, severe menstrual cycles, fibroid, thyroid cyst, hives, uterine perforation, painful intercourse, she could not walk at times, pelvic pain, allergic to nickel psychiatric disorder, hair loss, heavy bleeding, eye sight problems, anxiety, unexplained rashes, complications from essure, head pain was added. Legal claim received. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil protruding from uterus/ uterine perforation"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, multigravida, live birth in 2004, live birth on (B)(6) 2005 and live birth on (B)(6) 2007. Concurrent conditions included fallopian tube obstruction and body mass index normal. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2007 for contraception. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia ("severe menstrual cycles/ severe periods"). In (B)(6) 2008, the patient experienced gait disturbance ("she could not walk at times") and dyspareunia ("painful intercourse"). In 2012, the patient experienced complication associated with device ("complications from essure"). In 2013, the patient experienced migraine ("migraines/ severe and persistent migraines"). On (B)(6) 2015, 7 years 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dental caries ("tooth decay/ teeth problems"), hypersensitivity ("allergic reactions"), dysmenorrhoea ("persistent pain like she have never experienced before/ painful periods"), uterine leiomyoma ("fibroid"), urticaria ("hives"), thyroid cyst ("thyroid cyst"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"), alopecia ("hair loss"), visual impairment ("eye sight problems"), anxiety ("anxiety"), rash ("unexplained rashes"), headache ("head pain"), abdominal pain lower ("painful cramps") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. In 2015, the migraine and complication associated with device had resolved. On (B)(6) 2015, the urticaria had resolved. In (B)(6) 2015, the gait disturbance, menorrhagia and dyspareunia had resolved. In (B)(6) 2016, the headache had resolved. At the time of the report, the uterine perforation, uterine haemorrhage, genital haemorrhage, dental caries, hypersensitivity, uterine leiomyoma, thyroid cyst, allergy to metals, mental disorder, alopecia, visual impairment, anxiety, rash, abdominal pain lower and anaemia outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, complication associated with device, dental caries, dysmenorrhoea, dyspareunia, gait disturbance, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, rash, thyroid cyst, urticaria, uterine haemorrhage, uterine leiomyoma, uterine perforation and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. She underwent essure confirmation dye/x-ray test on (B)(6) 2008. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: tooth decay, abnormal uterine bleeding, uterine perforation, heavy periods, migraines, abdominal pain , anemia and lower abdominal pain." Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs received- new event painful cramps, anemia were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil protruding from uterus/ uterine perforation'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2004, on (B)(6) 2005, on (B)(6) 2007) in 2004, pap smear abnormal in 2002, parity 3, multigravida, vaginal delivery (spontaneous vaginal delivery of a male infant) and miscarriage. Concurrent conditions included fallopian tube obstruction and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) since october 2007 for contraception. On (B)(6) 2007, the patient had essure inserted. In november 2007, the patient experienced menorrhagia ("severe menstrual cycles/ severe periods"). In march 2008, the patient experienced gait disturbance ("she could not walk at times") and dyspareunia ("painful intercourse"). In 2012, the patient experienced complication associated with device ("complications from essure"). In 2013, the patient experienced migraine ("migraines/ severe and persistent migraines"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, 7 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dental caries ("tooth decay/ teeth problems"), hypersensitivity ("allergic reactions"), dysmenorrhoea ("persistent pain like she have never experienced before/ painful periods"), urticaria ("hives"), thyroid cyst ("thyroid cyst"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"), alopecia ("hair loss"), visual impairment ("eye sight problems"), anxiety ("anxiety"), rash ("unexplained rashes"), headache ("head pain"), abdominal pain lower ("painful cramps") and anaemia ("anemia") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. In 2015, the migraine and complication associated with device had resolved. On (B)(6) 2015, the urticaria had resolved. In july 2015, the gait disturbance, menorrhagia and dyspareunia had resolved. In july 2016, the headache had resolved. At the time of the report, the uterine perforation, uterine haemorrhage, genital haemorrhage, dental caries, hypersensitivity, uterine leiomyoma, thyroid cyst, allergy to metals, mental disorder, alopecia, visual impairment, anxiety, rash, abdominal pain lower and anaemia outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, complication associated with device, dental caries, dysmenorrhoea, dyspareunia, gait disturbance, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, rash, thyroid cyst, urticaria, uterine haemorrhage, uterine leiomyoma, uterine perforation and visual impairment to be related to essure. The reporter commented: it was reported that send for test and ultrasound. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: tooth decay, abnormal uterine bleeding, uterine perforation, heavy periods, migraines, abdominal pain , anemia and lower abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: this case found to be duplicate of case: (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.